Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh explant interstim pulse generator and leads on (B)(6) 2008 due to malfunction of interstim sacral nerve prosthesis with progression of neurogenic bladder dysfunction.

Manufacturer narrative:
(B)(4). It was reported that patient experienced extrusion, infection, urinary problems, recurrence. It was reported that the patient underwent a surgical excision procedure on (B)(6) 2009 due to eroded vaginal mesh.